Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an inappropriate magnet response. The magnet response was programmed off and then on, the device resumed normal function and remained implanted.